Manufacturer narrative:
Device evaluation: results of investigation: the carefusion failure analysis lab inspected the unit and was unable to duplicate the reported issue. During the investigation, testing revealed that the 3v battery from control board to be out of tolerance, which could have been a contributing factor to the blank touch screen, but it could not be confirmed.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. Device evaluation anticipated, but not yet begun. Once the evaluation is completed a follow up report will be submitted with the results of the investigation. (B)(4).

Event description:
The customers reported while using the avea ventilator, the touch screen stayed blank. The customer stated there was no patent involvement associated with this event.